Event description:
Caller reported cartridge alarm 20 during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received instructions to put the pump into storage mode prior to returning it to tandem and will receive a replacement pump, as confirmed by technical support.